Event description:
The customer reported to olympus, during reprocessing, the endoscope reprocessor exhibited error e76 indicating fluid level in disinfectant tank error. An olympus field service engineer (fse) was dispatched to the facility and observed that 2 grey scope connectors were loose and leaking. This report is being submitted for the malfunction found during evaluation by the fse. There was no harm or user injury reported due to the event.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse found that oer-leaking from loose grey channel connector where water made its way across bottom of the basin and dripped onto tank level sensor assembly (which was wet ) causing failure/e76 error code. Both grey connectors were replaced per original equipment manufacturer instructions. The tank level sensor assembly and underside of tank were thoroughly dried. Program b was run and then test cycle started; unit operated as expected at this time. Electrical safety was also performed. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.